Event description:
It was reported that during the surgery the knife does not work properly because of a difficult rotation of the knife, this caused that the knife head release heat (overheating, an error message : knife block seen). No patient injury or other complications were reported. Procedure was completed using the same device.

Manufacturer narrative:
Updated information. One 5.5mm incisor plus elite blade was returned for evaluation. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, friction was felt in the unloaded condition. The blade is bent. The inner blade showed a slight abrasion at the distal tip and damage to the edgeform teeth. The outer blade also showed a slight abrasion and damage to the edgeform teeth. The condition of the device indicates it was subjected to an excessive side load during use. Per the devices instructions for use: ¿excessive ¿side loading on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. Corrected information.

Event description:
It was reported that, during an unspecified surgery the knife would not work properly because of a difficult rotation of the knife; this caused that the knife head released heat (overheating, an error message : knife block seen). Procedure was completed using the same device. No patient injury or other complications were reported.